Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/30/2015 with the following findings: the pump battery compartment was observed to be cracked from the compartment lip down to the bumper pad. The returned battery was used for investigation and the pump was found to power on appropriately. (B)(6).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the battery compartment was cracked. This report is made based on the results of evaluation completed on (B)(6) 2015.